Manufacturer narrative:
The reported event of strange signal on egm was confirmed. Based on the information provided, the root cause was unable to be determined. Further information was not available for investigation.

Event description:
It was reported, following an initial implant, an iegm anomaly was observed. No intervention has been performed at this time. The patient was stable and will continue being monitored.